Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture, and r wave amplitude variation on the right ventricular (rv) lead. The physician elected to reposition the rv lead. There were no patient consequences.